Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose (bg) was high (specific value was not provided). Reportedly, the customer was lightheaded due to high bg and accidently slammed their arm in a car door. Customer changed out supplies to address the high bg level and insulin delivery was resumed.